Event description:
I have had a port over a year and have been using the bard miniloc safety infusion sets. Today, when I took the needle tip off, I noticed a piece of blue foam or gauze on the tip. Luckily, I saw prior to inserting the needle into my port. These products are marketed as sterile and this level of contamination with loose debris is unacceptable. The outcome of a central line infection is horrendous and luckily the debris was on the outside of the needle and not in the hub. FDA safety report ID# (B)(4).